Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed white debris within the sterile packaging. The foam insert has been damaged such that particles have become detached and float freely within the sterile packaging. The blister seal remains intact. The outer packaging is roughened through handling but no notable damage was observed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the foam packaging to become abraded and shed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products : tprlc 133 t1 pps ho 14x148mm 8mm, t1 cat# 51-104140 lot# 6127286, tprlc 133 t1 pps so 15x150mm, t1 cat# 51-103150 lot# 6252474, tprlc 133 t1 pps so 13x146mm,tp t1 cat# 51-103130 lot# 3727081, tprlc 133 t1 pps ho 13x146mm 6mm, t1 cat# 51-104130 lot# 3564518, tprlc 133 t1 pps so 16x152mm, t1 cat# 51-103160 lot# 3386961. Foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00945, 0001825034-2020-00946, 0001825034-2020-00949, 0001825034-2020-00950, 0001825034-2020-00951.

Event description:
It was reported that while the distributorship was reviewing the inventory, they identified debris within the sterile packaging. There was no patient involvement.